Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 310c31, mosaic porcine heart valve; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead dislodged. The dislodgement was confirmed via x-ray and an intervention was completed to reposition the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.